Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The user alleges the device is chirping and that the compressor has a short. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.